Event description:
It was reported that during a partial gastrectomy procedure, some staples were malformed, and some staples were missing. The procedure was completed by hand-suturing. There was no pt consequence.